Event description:
The initial reporter received questionable elecsys testosterone ii assay and elecsys estradiol iii results from one patient sample tested on the cobas e 801 analytical unit. Estradiol: the initial result from the analyzer was 62.8 pg/ml. The repeat result from another analyzer was 98.1 pg/ml. Testosterone: the initial result from the analyzer was 9.50 ng/dl. The repeat result from another analyzer was 51.1 ng/dl. The customer questioned the initial results, prompting the patient sample to be rerun. The repeat results were deemed correct.

Manufacturer narrative:
The elecsys testosterone ii assay reagent lot number is 833958. The elecsys estradiol iii reagent lot number is 825250. The expiration dates were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and verified its performance with a precision test. The fse confirmed that the analyzer was performing according to specifications. The investigation did not identify a product problem based on the information provided. The cause of the event could not be determined.